Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed and no non conformancies where found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned.

Event description:
The initial reporter stated the set was leaking at the filter. Mmdg did follow up with the initial reporter, who stated that no other information was available. (B)(4).